Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the cartridge was damaged and was unable to be installed on the pump. Reportedly, an alternate cartridge was loaded to resolve the issue. Customer's blood glucose level ranged from 100 mg/dl to 200 mg/dl.